Manufacturer narrative:
Evaluation summary: no phaco tip was returned. The lot number provided did not match any lot identification that a phaco tip would go into as a component; therefore a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported through regulatory authorities that a phacoemulsification probe had defective emission of ultrasound and aspiration during surgery. The staff increase phacoemulsification parameters but the problem persisted. The tubings were exchanged to complete the surgery. As consequence of the event the patient experienced corneal edema. Additional information has been requested but not received to date.

Event description:
Additional information was received from the surgeon. The affected eye was the left eye. The end of the procedure was performed in single aspiration only. The patient was not hospitalized due to the event and no treatment was required. There was no collapsing of the anterior chamber. Sutures were not required. The patient´s symptoms were not resolved at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).